Event description:
It was reported by service report that the bed needed nurse call docker cables. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Incorrect dip switch settings.